Manufacturer narrative:
A returned was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
End user called stating that the brakes handles are spinning around, they are not tight. This is a replacement from a injury, and out of the box the brake handles spin, end user states that the brakes are working.